Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the maryland bipolar forceps was found to have recognition failure. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. The maryland bipolar forceps instrument was placed on the system and was recognized as expired. Reviewed instrument information on system to determine the number of uses remaining as well. Data showed zero uses remaining. Instrument did not expire prematurely. Housing was removed and red dot was present, but the life indicator did not rotate to make the red dot visible at the window when the instrument expired. The instrument was found with thermal damage at the yaw pulley. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. This failure is typically associated with mishandling/misuse. Failure analysis found the additional failure of thermal damage to the bipolar yaw pulley to not be related to the customer reported complaint. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire.